Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced while attempting to run a loaded set. This was caused by a lower link switch slow to respond. The link switch was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 322. There was no patient involvement.